Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a power on reset (por) message was seen on (B)(6) 2019. The patient went to check the battery status and found the battery was at 75% and the ins was off. The patient charged to 10 and tried to turn the ins on, but saw a message with a phone and doctor and poa. The patient later confirmed it was por. The patient said they had a couple of bad falls in the past month. The por message was not related to any emi. The por was successfully cleared. The patient thought the device wasn't working as well. The patient mentioned he tried to adjust the therapy himself, but he couldn't remember how he changed from f to b. During the call, the patient tried programs b, c , and f. The patient increased to high settings and did not feel stim, or barely felt stim. Program b had 2 programs 1-4.00 and 2-0.3. The patient increased 2 to 9.0 and barely felt stim. The patient increased c and f without reviewing the numbers, but f started at 4 and the patient said he normally wouldn't be able to turn stim up this high. The patient was directed to follow up with their hcp. The patient noticed the stimulation issue about 10 days ago. No further complications were reported.